Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was incorrect; cause unknown. Customer's blood glucose ranged from 100-120 mg/dl. Customer declined to provide further details.